Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 709sc lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8590-1 lot# n207294, implanted: 2010 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the patients pump was "loose in the pocket". It was stated it¿s very difficult when you hold a patient's pump steady that is loose in the pocket with one hand while trying to insert the "flimsy" needle with the other hand. Issue was noticed approximately 2-3 months ago. The pump was infusing hydromorphone (dilaudid) and bupivacaine (marcaine).